Event description:
It was reported that the patient¿s personal therapy manager (ptm) was displaying an incorrect refill date. The patient had a pump refill on (B)(6) 2013, and the next refill had been scheduled for (B)(6) 2013, but the ptm date had not updated. The reporter did not provide what date was displayed. The patient was planning to contact the healthcare provider (hcp) to inquire on getting the ptm uncoupled and recoupled prior to the refill appointment, to update the refill date on the ptm. The pump was used to deliver dilaudid, fentanyl, baclofen and bupivacaine. Additional information has been requested, but was not a vailable as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).